Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system exhibited an error the locked-up the system and required a reboot. The system was removed from service. There is no report of pt injury.